Event description:
It was reported that: right hub broke off during removal of sheath outside patient. The defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Additional information: the entire sheath was removed. None left in patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of broken peel away sheath tabs could not be confirmed by the photo as the photo only shows the affected material and batch. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and a relevant finding was identified. A non-conformance was created for part number eb-01051-002 with lot 34c22c0105 regarding "peel-away sheath tears incorrectly". However, without the sample returned for evaluation, it cannot be confirmed if the failure modes are consistent. The instructions for use (IFU) provided with this kit warns the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of broken peel away sheath tabs could not be confirmed by visual inspection of the customer supplied photo. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: right hub broke off during removal of sheath outside patient. The defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Additional information: the entire sheath was removed. None left in patient.

Event description:
It was reported that: right hub broke off during removal of sheath outside patient. The defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported. Additional information: the entire sheath was removed. None left in patient.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. Analysis of the image shows the extrusion torn adjacent to the tab. The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that one tab of the peel-away sheath was separated adjacent to the hub. It was noted that both the seam lines were completely split. Microscopic examination confirmed the damage. The peel-away length measured 2 7/8", which is within the specification limits of 2 5/8" - 2 7/8" per the catheter peel-away product drawing. The sheath outer/inner diameter could not be accurately measured due to the severity of the damage. Manufacturing and r & d have previously been contacted for failure modes of this type. These past instances were concluded as manufacturing related. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". The report of a peel-away sheath tabs breaking off was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one tab was broken off from the extrusion. Manufacturing stated that a manufacturing process likely caused or contributed to this issue. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.